Manufacturer narrative:
A ge healthcare service representative reseated the screws on the monitor and mounted the monitor back onto anesthesia machine. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
A ge healthcare service representative reported the anesthesia machine's monitor became unmounted and fell off the front of the device. There was no report of patient injury.